Event description:
A malfunction on the pump was reported by the customer, who had been playing softball outside in the sun prior to the issue. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. To address the high blood glucose level, the customer administered a correction bolus via the pump without requiring third-party assistance. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.